Manufacturer narrative:
Product development event evaluation was completed. The threaded shaft of the driving cap is seized into the receiving threaded hole of the radiolucent insertion handle for expert nails. The sales consultant reported that as he was disassembling the devices, the strike cap broke off. The threaded portion of the driving cap is still imbedded in the insertion handle. The tool marks on the driving cap indicate that another tool may have been used to apply leverage in an attempt to separate the instruments from each other. The devices are designed to allow the driving cap shaft to be threaded into the radiolucent insertion handle for expert nails. This system is used to insert the tibial nails during the repair of tibial fractures. In conclusion, a heat treatment was performed and led to a deterioration of the material due to aging and the material lost certain characteristics of its physical specifications. Therefore this complaint is invalid from a design perspective. Placeholder.

Event description:
Sales consultant reported two broken instruments during an administration service demonstration. As the sales consultant was disassembling the devices, the strike cap broke off into the handle. There was no patient involvement. The devices were part of the sales consultant field equipment. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation completed 3/14/2014. The relevant dimension cannot be verified anymore as both parts are completely jammed, which make an evaluation impossible. However, the investigation of other complaints regarding the same lot number has shown that there was an issue with the surface of the thread of the driving cap, which contributes to this malfunction. Device is an instrument and is not implanted/explanted.

Manufacturer narrative:
Mfg and pd evaluation anticipated but not yet begun.